Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree plus endoscope involved with this complaint to perform failure analysis (fa). A follow-up MDR will be submitted when the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 30-degree plus endoscope image was oriented upside down regardless of the configuration being up or down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the initial docking and attempted targeting phase of a procedure, the endoscope was installed in a down orientation, which the surgeon confirmed as the desired orientation. The user interface provided an indication of the image orientation, and the endoscope along with its adapter/base remained engaged and in sync without any observed damage such as missing screws or components. However, the procedure was completed using a different 30-degree lens due to a vision issue that arose, though this issue did not result in any patient injury. Prior to the event, the endoscope had been manually rotated 180 degrees, causing the image to appear upside down during the scope's initial self-test. The surgeon manually associated the right and left masters with the respective arms to ensure intuitive motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope product was analyzed and the complaint was confirmed but not replicated by failure analysis. A review of the logs found errors related to the customer reported issue. The endoscope was visually inspected and found with damage at the distal end. The distal window located at distal tip was cracked. Glue damage on fiber distal tip gap was found. During inspection of the endoscope distal tip, the fiber was damaged; there was also cosmetic damage. The cable integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected, and the paddleboard found with mechanical damage such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope camera instrument adapter was visually inspected, and corrosion was found in the idler gear bearing. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in left eye. The endoscope was tested and placed on an in-house system for cable testing and failed due to wahoo paddleboard defect. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. While a probable root cause cannot be determined based on the information provided by failure analysis results; as per the information gathered during follow-up the customer manually rotated the endoscope by 180 degrees, prior to the event which could have caused the image to appear upside down during the endoscope's initial self-test. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.